Manufacturer narrative:
Device 510k, UDI, and catalog numbers are not available at this time.

Event description:
Information was received regarding a cadd legacy plus pump. It was reported that when administering medical fluid (floran) to the patient, the customer noticed the product stopped with a message stating that a self-test was being performed indicated. The customer said no patient injury was observed

Manufacturer narrative:
Device evaluation: the device was returned for investigation. The smiths label was intact. The reported problem was not found in the event log. A functional check was performed, and the customer's reported failure was not confirmed. As a preventive action, the microprocessor board and backup capacitor will be replaced. The root cause of the reported failure cannot be established. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.